Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined, what the foreign material was in the nozzle. There was no damage to the area, where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented, in accordance with the following sections of the instructions for instructions for use:  the instruction manual, gif/cf/pcf-290 series, operation manual, chapter 3: preparation and inspection: describes how to detect for the suggested events.  The instruction manual, gif/cf/pcf-290 series, reprocessing manual, chapter 5: reprocessing: the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events.  Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was observed during the device inspection, that there was foreign material in the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.